Event description:
Complainant alleged that during biomed testing the device's display was distorted. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp. Has not received the product and this complaint is still under investigation.